Event description:
It was reported the radiation field size is too large. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the radiation field size. System operates as intended.